Manufacturer narrative:
Quality-safety evaluation of ptc: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 7-mar-2017: quality-safety evaluation of ptc. Company causality comment: this spontaneous case report refers to an unspecified number of female consumers who had essure (fallopian tube occlusion insert) inserted and experienced coils perforating fallopian tubes, the uterus or the intestines/ migration of fragments in the body, intense pelvic pain and had coils broken. A salpingectomy and partial or total hysterectomy was performed. It was reported that some of whom had to have additional surgery or new testing to remedy mistakes. All these events are regarded as anticipated according to the reference safety information for essure. Internal organs perforation may occur with essure, due to device migration or during insertion procedure. The perforation of internal bodily structures other than the uterus and fallopian tubes (e.g. Bowel, bladder, and major blood vessels) may occur during hysteroscopy, as well as during device placement; this risk is inherent with any hysteroscopic procedure. In this particular case, the exact date and the mechanism of perforation and device breakage are not known. Considering their nature, a causal relationship between essure and the events cannot be excluded. This case was regarded as incident because surgical intervention was performed. Additionally, non-serious events were reported. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of fallopian tube perforation ("coils perforating fallopian tubes, the uterus or the intestines/ migration of fragments in the body"), uterine perforation ("coils perforating fallopian tubes, the uterus or the intestines/ migration of fragments in the body"), intestinal perforation ("coils perforating fallopian tubes, the uterus or the intestines/ migration of fragments in the body"), pelvic pain ("intense pelvic pain") and device breakage ("coils broken") in an unspecified number of female consumers who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "coils pulled out". On an unknown date, the patient started essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and clinically significant/intervention required), uterine perforation (seriousness criteria medically significant and clinically significant/intervention required), intestinal perforation (seriousness criteria medically significant and clinically significant/intervention required), pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), device breakage (seriousness criteria medically significant and clinically significant/intervention required), complication of device removal ("complication of device removal"), general physical health deterioration ("general state of health has dramatically worsened following the insertion of these implants"), fatigue ("abnormal fatigue persisting for several months"), nervous system disorder ("neurological, motor, joint and muscular problems"), motor dysfunction ("neurological, motor, joint and muscular problems"), arthropathy ("neurological, motor, joint and muscular problems"), muscle disorder ("neurological, motor, joint and muscular problems"), menorrhagia ("hemorrhagic menstrual periods"), amenorrhoea ("absence of menstrual periods"), weight increased ("weight gain") and abdominal distension ("abdominal pregnancy-like bloating"). The patient was treated with surgery (additional surgery or new testing to remedy mistakes), surgery (salpingectomy and partial or total hysterectomy). At the time of the report, the fallopian tube perforation, uterine perforation, intestinal perforation, pelvic pain, device breakage, complication of device removal, general physical health deterioration, fatigue, nervous system disorder, motor dysfunction, arthropathy, muscle disorder, menorrhagia, amenorrhoea, weight increased and abdominal distension outcome was unknown. The reporter provided no causality assessment for fallopian tube perforation, uterine perforation, intestinal perforation, pelvic pain, device breakage, complication of device removal, general physical health deterioration, fatigue, nervous system disorder, motor dysfunction, arthropathy, muscle disorder, menorrhagia, amenorrhoea, weight increased and abdominal distension with essure. The reporter commented: certain physicians have performed surgical procedures to relieve their patients (salpingectomy, partial or total hysterectomy). However, the lack of awareness of the risks related to removal has directly affected the health of patient, some of whom had to have additional surgery or new testing to remedy mistakes (coils pulled out, coils broken, coils perforating fallopian tubes, the uterus or the intestines, migration of fragments in the body). Company causality comment: this spontaneous case report refers to an unspecified number of female consumers who had essure (fallopian tube occlusion insert) inserted and experienced coils perforating fallopian tubes, the uterus or the intestines/ migration of fragments in the body, intense pelvic pain and had coils broken. A salpingectomy and partial or total hysterectomy was performed. It was reported that some of whom had to have additional surgery or new testing to remedy mistakes. All these events are regarded as anticipated according to the reference safety information for essure. Internal organs perforation may occur with essure, due to device migration or during insertion procedure. The perforation of internal bodily structures other than the uterus and fallopian tubes (e.g. Bowel, bladder, and major blood vessels) may occur during hysteroscopy, as well as during device placement; this risk is inherent with any hysteroscopic procedure. In this particular case, the exact date and the mechanism of perforation and device breakage are not known. Considering their nature, a causal relationship between essure and the events cannot be excluded. This case was regarded as incident because surgical intervention was performed. Additionally, non-serious events were reported. A product technical analysis is being sought.